Event description:
A user facility reported that the haptic of the intraocular lens (iol) was damaged by the cartridge of the iol delivery system. It was reported that there was no pt impact associated with this event.